Event description:
It was reported by the customer that a bd pyxis¿ es server interface messages from epic to pyxis and pyxis was unable to parse sequential tq1 segments. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section d medical device catalog, medical device model, unique identifier (UDI), medical device serial, concomitant med prod data and section h device manufacture date d4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the interface messages from epic to pyxis and pyxis was unable to parse sequential tq1 segments. The technical support specialist (tss) identified that the orders were not showing in the due now tab due to frequency code that was not mapped to a standard frequency. The customer mapped the code to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server interface messages from epic to pyxis and pyxis was unable to parse sequential tq1 segments. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.